Event description:
Rn in infusion clinic reported that top of feeding tube was broken. Confirmed tube defect in person. Upon visual inspection, rubber port has broken off of new enfit feeding tube. Broken tube found before feeding was needed. Reporting breakage of enteral feeding tubes as they appear to be defect in the tube. Tube was replace.